Event description:
It was reported that during use on a patient in the ICU, the cs300 intra-aortic balloon pump (iabp) shutdown. The customer attempted to power on the iabp unit but was unsuccessful, and reported that the mains power switch was reportedly "on." The iabp unit was swapped out with another iabp unit. There was no patient harm and no adverse event was reported. Additional information reported by medwatch uf/importer report# (B)(4): intra-aortic balloon pump suddenly stopped pumping with no alarm. Registered nurse (rn) found pump with blank screen and no alarm. Rn tried to reboot/recycle pump power with no success. Pump exchanged with another balloon pump. Pump sequestered and sent to biomedical engineering. Unable to determine pump's hours due to pump not turning back on in ac power.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and found that the iabp unit would not power on at all. After testing the iabp unit, the stm observed that the solenoid driver board was bad. The stm replaced the solenoid driver board then calibrated and tested the iabp unit. However, during troubleshooting, the stm accidentally broke a connector on the power supply which he also replaced. The power supply was not the cause of the failure; only the solenoid driver board. All safety, functionality, and calibration checks were performed and passed per factory specifications, and the iabp unit was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during use on a patient in the ICU, the cs300 intra-aortic balloon pump (iabp) shutdown. The customer attempted to power on the iabp unit but was unsuccessful, and reported that the mains power switch was reportedly "on." The iabp unit was swapped out with another iabp unit. There was no patient harm and no adverse event was reported.